Event description:
It was reported that the right ventricular (rv) lead dislodged and perforated the heart wall causing a pleural effusion. The lead exhibited high thresholds, loss of capture and no pacing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.